Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing thumping from diaphragmatic pacing. The patient stated that the same thumping occurred prior to discharge from the hospital post-implant, and it was reprogrammed, but now the thumping is back. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.